Manufacturer narrative:
Upon completion of the investigation or in the event additional information becomes available, a follow-up report will be submitted at that time. (B)(4).

Event description:
The customer stated that the touch screen went blank while on a patient. The patient was removed and provided manual bagged ventilation until the vent was able to be replaced. There was no harm to the patient.

Manufacturer narrative:
The carefusion failure analysis lab evaluated the user interface module however was unable to reproduce the unit spontaneously shutting down.